Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an epigastric hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported the patient underwent a repair of a recurrent incisional hernia and partial removal of mesh on (B)(6) 2017 during which the findings were ¿fragments of prior mesh evidenced and excised partially.¿ it was reported the patient experienced severe pain, small bowel obstruction, excision surgery, hospitalizations, nausea, diarrhea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.